Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it showed the correct medid but not the correct medication details when scanning barcodes. A technical support specialist added barcodes through the es server to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ cii safe messages integration was display problem with the barcode menu. The system showed the correct medid but not the correct medication details when scanning barcodes. The system is attempting to locate the medication name, but the name is not unique, resulting in delays in medication dispensing. There were no adverse events or injuries reported based on this incident.